Event description:
High impedance was seen pre-surgery therefore a full replacement was performed. The explanted devices were discarded per hospital policy. No additional information has been received to date.